Manufacturer narrative:
During the investigation, fluid was observed to be leaking from the end of the soft cannula nailhead, indicating an inadequate seal between the soft cannula nailhead and formed needle. This resulted in internal leaking and the reported fluid observed inside the device. As a result of the internal leak, corrosion was observed on the pcb assembly, linkage assembly, mechanism rails, and bottom battery. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm during pod operation event could not be determined. The investigation also found the bottom housing vent to be damaged. Upon opening the device, damage was found to the reservoir. This damage corresponded to the damage observed to the bottom housing vent, and it was determined that this damage occurred post-use and did not affect the functionality of the pod during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl, while wearing the pod between 36 and 48 hours. When it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.